Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they hospitalized on (B)(6) 2018 due experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer¿s current blood glucose value was unknown. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with insulin drip and fluids. Based on customer¿s report customer does not allege over delivery. The insulin pump will not be returned for analysis.